Event description:
It was reported that there was a deep brain stimulator explant due to an infection. There was no alleged product issue. The explant occurred on the date of this report. No troubleshooting or diagnostic testing was required. The patient was alive with injury, an infection. There was bacteremia in the pocket. A culture was obtained from the device pocket. The organism cultured was seratia. Antibiotics treatment was necessary and onset/diagnosis of the infection was on (B)(6) 2015. The infection had started a few weeks prior to diagnosis but they were unable to obtain the date. Symptoms included redness and swelling at the device pocket, right side implant, lead and extension location. The system was going to be replaced in the future. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0lv58, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0lv58, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead.

Event description:
Additional information received reported the infection was resolved after intravenous antibiotics and explant.